Manufacturer narrative:
The service evaluation confirmed the customer¿s reported issue, identified foreign material clogged inside the auxiliary water channel which was removed. There was no leakage to the scope and function was normal after removing the foreign material. The scope has been repaired once in the past year. Some of findings included a leak in the bending cover, wrinkled insertion tube, broken protector boot, and the suction cylinder was worn. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (osh) became aware that the customer evis lucera gastrointestinal videoscope was returned to olympus repair center for a reported ¿the auxiliary tube is clogged¿. The customer reported problem was found during reprocessing after use. The scheduled gastroscope procedure was completed with another similar scope without delay. No death, injury or harm has been reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a cleaning brush that was broken and bristle being left in the auxiliary water channel. Olympus will continue to monitor field performance for this device.